Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric device underinfused medication to the patient. The expected therapy time was 2.5 hours; however, the device took 1 hour longer to deliver the medication dose. The device was filled with vancomycin. There was no patient injury or medical intervention associated with this event. No additional information is available.